Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and six electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The device recorded this as dual arrythmia and chose to provide therapy. Therapy accelerated the rhythm to true ventricular tachycardia (vt) and then therapy was exhausted. Technical services (ts) discussed considering medical management for the patient's af. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.